Event description:
A facility medwatch report #: (B)(4) was received stating the following : event desc: patient presents to the ed via ems from rehab with complaint of respiratory arrest pta. Pt has 52% stat, 72% with albuterol. Event: the patient's ventilator was saying "technical error on expiratory cassette". Advised rt to change the ventilator to a new one, tagged the defective machine and leave the vent circuit connected. No harm to patient. Recommendation from resp. Therapist (rt): always check the temperature humidity settings. What was the original intended procedure: endotracheal suction. (B)(4).

Manufacturer narrative:
A facility medwatch report #: (B)(4) was received regarding a "technical error on expiratory cassette" message that was displayed by the ventilator. No service was requested by customer and so no field service engineer was dispatched to investigate. Customer stated that the problem was most likely caused by a wet expiratory cassette. No parts or logs were returned for investigation. A technical error in the expiratory cassette has no impact on ventilation as the cassette is only measuring. As no parts or further information is available no investigation has been performed for this complaint and the root cause of the alarm cannot be determined.

Event description:
(B)(4).